Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 500 mg/dl. Customer¿s current blood glucose level was 320 mg/dl. Customer¿s blood glucose level was 305 mg/dl at the time of incident. Customer was treated with manual injection. Drive support cap was normal. Customer declined to check air bubble and leak. The insulin pump will not be returned for analysis.